Event description:
(Os 16.985). The dentist reported that a month after the dental implant was installed in intraoral region #22. It was verified its loss of osseointegration. A 32 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).